Manufacturer narrative:
Investigation summary: customer complaint of "does not recognize the dose cord" was confirmed through functional testing per pvt (performance verification testing). Replaced remote dose connector. Upon further investigation found uso (upstream occlusion) seal buckling. Device gave error code 46440. Replaced dso (downstream occlusion) sensor, bezel, and seal. Replaced uso seal. Calibrated dso. Performed pvt unit passed all testing criteria. Reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the device did not recognize the dose cord. The event occurred during set up. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: uso (upstream occlusion) seal buckling.